Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.12" x 0.29" was found to be broken off from the yaw pulley. The broken piece was returned. The root cause of this failure is most commonly attributed to mishandling/misuse of the instrument. A review of the instrument log for the long bipolar grasper instrument (part number: 470400-10, lot number: n10200113-0189) associated with this event has been performed. Per logs, the instrument was last used on 12/10/2020 on system sk1665. The instrument was used for 2 hours, 1 minutes and 39 seconds. The instrument has 2 lives remaining out of 10 max tool uses.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the tip of the long bipolar grasper instrument broken off and fell inside the patient. The broken piece was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the site used a backup instrument. The procedure was completed robotically with no injury to the patient.